Event description:
During a knee arthroscopy as the surgeon was probing the lateral posterior third of the meniscus a piece of the probe broke off in the joint. The piece was retrieved successfully using the golden retriever magnetic instrument.